Manufacturer narrative:
Based on the limited information provided regarding this case, it is not known what role, if any, the lava ultimate crown played in the reported outcome. Other factors, such as prior tooth history or dental preparation technique, may have played a role in the reported need for extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided to 3m) who required extraction of tooth #19. This tooth had received a lava ultimate cad/cam restorative for ts150 crown on (B)(6) 2014. On (B)(6) 2014, the crown broke off; on (B)(6) 2015, the crown debonded. On (B)(6) 2015, the crown was reported to have broken off again and the tooth was extracted.